Manufacturer narrative:
Additional information provided: b.5, d.4 & h.4 no device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that twenty (20) large volume pumps have dim segment on led displays and need to be replaced . Although requested there was no additional information provided at this time.

Manufacturer narrative:
Customers received notification of the field action. The reported issue of a dim segment is confirmed based on the field action. Device repair or returns are handled within the scope of the field action. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that twenty (20) large volume pumps have dim segment on led displays and need to be replaced . Although requested there was no additional information provided at this time.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that twenty (20) large volume pumps have dim segment on led displays and need to be replaced.